Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 3 may 2022. Records alleges coxalgia and various disabling factors, high levels of chromium and cobalt. Doi: (B)(6) 2008; dor: unknown; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This device was never sold or marketed in the us, but similar devices have been sold or marketed. H10: added information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.